Event description:
(B)(4). Severe abdominal pain on a monthly basis. Severe bloating (looks like I am pregnant). Constipation. Headaches. No tolerance for alcohol. Vomiting often. Ultrasound performed (B)(6) 2015 confirmed essure coil perforated fallopian tube and is now in my uterus.